Event description:
Bayer case number: (B)(4) haemorrhagic periods [heavy menstrual bleeding] fibroids [fibroids] breast engorgement [breast engorgement] early menopause [early menopause] decreased libido [libido decreased] chronic fatigue [chronic fatigue] cognitive disturbance [cognitive disturbance] sleep disorder [sleep disorder] chronic sinusitis [chronic sinusitis] altered smell sensation [altered smell sensation] voice disturbance [voice disturbance] allergic rhinitis [allergic rhinitis] memory disturbance [memory disturbance] impaired concentration [concentration impaired] language disorder [language disorder] burning sensations throughout the body [burning sensation] heavy legs [heaviness in limbs] itching all over body [itching all over] eczema on the eyelids [eczema eyelids] disorder sight [visual disturbance] teary eyes [teary eyes] eyes stinging [eyes stinging] swelling of the lower eyelid [swelling of eyelid] joint pain [joint pain] muscle stiffness [muscle stiffness] difficulty in walking for long periods [difficulty in walking] recurring tendinitis [tendinitis] itching both eyes [itching eyes]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 44-year-old female patient who had essure inserted (lot no. 796913) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2013 she experienced heavy menstrual bleeding (seriousness criterion intervention required), breast engorgement ("breast engorgement"), premature menopause ("early menopause"), libido decreased (" decreased libido"), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disturbance"), sleep disorder ("sleep disorder"), chronic sinusitis ("chronic sinusitis"), parosmia ("altered smell sensation"), dysphonia ("voice disturbance"), rhinitis allergic ("allergic rhinitis"), memory impairment ("memory disturbance"), disturbance in attention ("impaired concentration"), language disorder ("language disorder"), burning sensation ("burning sensations throughout the body"), limb discomfort ("heavy legs"), pruritus ("itching all over body"), eczema eyelids ("eczema on the eyelids"), visual impairment ("disorder sight"), lacrimation increased ("teary eyes"), eye pain ("eyes stinging"), swelling of eyelid ("swelling of the lower eyelid"), arthralgia ("joint pain"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty in walking for long periods"), tendonitis ("recurring tendinitis") and eye pruritus ("itching both eyes") and was found to have uterine leiomyoma ("fibroids"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (to remove essure). At the time of the report, the sleep disorder, chronic sinusitis, memory impairment, disturbance in attention, burning sensation, pruritus, eczema eyelids, visual impairment, arthralgia, musculoskeletal stiffness and eye pruritus had resolved. The outcomes for heavy menstrual bleeding, uterine leiomyoma, breast engorgement, premature menopause, libido decreased, fatigue, cognitive disorder, parosmia, dysphonia, rhinitis allergic, language disorder, limb discomfort, lacrimation increased, eye pain, swelling of eyelid, gait disturbance and tendonitis were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, premature menopause, uterine leiomyoma, breast engorgement, libido decreased, sleep disorder, chronic sinusitis, fatigue, cognitive disorder, parosmia, rhinitis allergic, disturbance in attention, language disorder, burning sensation, pruritus, eczema eyelids, lacrimation increased, eye pain, swelling of eyelid, arthralgia, tendonitis, eye pruritus, dysphonia, memory impairment, limb discomfort, visual impairment, musculoskeletal stiffness or gait disturbance. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic periods [heavy menstrual bleeding], fibroids [fibroids], breast engorgement [breast engorgement], early menopause [early menopause], decreased libido [libido decreased], chronic fatigue [chronic fatigue], cognitive disturbance [cognitive disturbance], sleep disorder [sleep disorder], chronic sinusitis [chronic sinusitis], altered smell sensation [altered smell sensation], voice disturbance [voice disturbance], allergic rhinitis [allergic rhinitis], memory disturbance [memory disturbance], impaired concentration [concentration impaired], language disorder [language disorder], burning sensations throughout the body [burning sensation], heavy legs [heaviness in limbs], itching all over body [itching all over], eczema on the eyelids [eczema eyelids], disorder sight [visual disturbance], teary eyes [teary eyes], eyes stinging [eyes stinging], swelling of the lower eyelid [swelling of eyelid], joint pain [joint pain], muscle stiffness [muscle stiffness], difficulty in walking for long periods [difficulty in walking], recurring tendinitis [tendinitis], itching both eyes [itching eyes]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-mar-2026. The most recent information was received on 09-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 44 year-old female patient who had essure inserted (lot no. 796913) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2013 she experienced heavy menstrual bleeding (seriousness criterion intervention required), breast engorgement ("breast engorgement"), premature menopause ("early menopause"), libido decreased (" decreased libido"), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disturbance"), sleep disorder ("sleep disorder"), chronic sinusitis ("chronic sinusitis"), parosmia ("altered smell sensation"), dysphonia ("voice disturbance"), rhinitis allergic ("allergic rhinitis"), memory impairment ("memory disturbance"), disturbance in attention ("impaired concentration"), language disorder ("language disorder"), burning sensation ("burning sensations throughout the body"), limb discomfort ("heavy legs"), pruritus ("itching all over body"), eczema eyelids ("eczema on the eyelids"), visual impairment ("disorder sight"), lacrimation increased ("teary eyes"), eye pain ("eyes stinging"), swelling of eyelid ("swelling of the lower eyelid"), arthralgia ("joint pain"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty in walking for long periods"), tendonitis ("recurring tendinitis") and eye pruritus ("itching both eyes") and was found to have uterine leiomyoma ("fibroids"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (to remove essure). At the time of the report, the sleep disorder, chronic sinusitis, memory impairment, disturbance in attention, burning sensation, pruritus, eczema eyelids, visual impairment, arthralgia, musculoskeletal stiffness and eye pruritus had resolved. The outcomes for heavy menstrual bleeding, uterine leiomyoma, breast engorgement, premature menopause, libido decreased, fatigue, cognitive disorder, parosmia, dysphonia, rhinitis allergic, language disorder, limb discomfort, lacrimation increased, eye pain, swelling of eyelid, gait disturbance and tendonitis were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, premature menopause, uterine leiomyoma, breast engorgement, libido decreased, sleep disorder, chronic sinusitis, fatigue, cognitive disorder, parosmia, rhinitis allergic, disturbance in attention, language disorder, burning sensation, pruritus, eczema eyelids, lacrimation increased, eye pain, swelling of eyelid, arthralgia, tendonitis, eye pruritus, dysphonia, memory impairment, limb discomfort, visual impairment, musculoskeletal stiffness or gait disturbance. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-mar-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.